Event description:
Per importer's MDR: 3 insignias allegedly have broken plastic pieces when the attach at the cross brace. They are not coming out of the box broken. They are allegedly breaking 1-3 days of delivery. No injury alleged.